Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe plunger was loose and fell out before use. The following information was provided by the initial reporter: "loose syringe plunger. Plungers on syringes were very loose & in some instances fell out. The black rubber bung on the internal plunger end detached in some instances too."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-09. H.6. Investigation summary one sample was provided to our quality team for investigation. Upon visual inspection, the stopper is observed to be incorrectly assembled onto the plunger, only partially attached. The product was disassembled for further evaluation and it was identified the plunger molding was not complete. A device history review was performed for the reported lot 1906222, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the root cause of this incident is a failure in the in the mold performance which caused the polypropylene to be incorrectly injected into the mold cavity. Manufacturing personnel have been notified of this incident in order to increase awareness during the inspections performed . Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe plunger was loose and fell out before use. The following information was provided by the initial reporter: "loose syringe plunger plungers on syringes were very loose & in some instances fell out. The black rubber bung on the internal plunger end detached in some instances too."